Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin has leaked out of the reservoir while placing the reservoir inside the insulin pump. The caller stated that the insulin pump completed the rewind process. The customer mentioned that she was in the hospital and was wearing the insulin pump. The blood glucose at time of call was 126 mg/dl. The customer stated that insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap appears to be normal. No further information was provided.